Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -11.00 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting and iris atrophy (near the incision). The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best corrected visual acuity was 20/20.

Manufacturer narrative:
The patient's post-op uncorrected visual acuity was 20/20. Product evaluation found that the lens was returned in liquid and in the lens case/vial. Visual inspection found the lens to have no visible damage and foreign material; fibers present on lens surface. No similar complaints were reported for units within the same lot. (B)(4).